Manufacturer narrative:
(B)(4).

Event description:
It was reported when the patient was seen in the clinic for a routine device check-up, the left ventricular lead was not capturing in the left ventricle due to lead dislodgement. The cause is suspected to be from an altercation the patient was involved in. The lead was repositioned into a more stable anterior lateral branch of the left ventricle. The patient was discharged from the hospital the following day in stable position.